Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tip-up fenestrated grasper instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was inspected visually (internally and externally) and articulated manually. The grip tips opened and closed properly. It did not have broken or damaged cables. The instrument was fully functional. Additional observation : the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.77 mm. The grips were not cracked. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.